Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) out of the box units scroll compressor failed, after a run time of thirty minutes you could hear the compressor running and was hot to touch , the unit went into system over temperature and had stopped the operation and gave an auto fill failure. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component code, investigation conclusion), h10, h11. It was being reported that the cardiosave intra aortic balloon pump (iabp) had an issue regarding the "out-of box failure" for this part actually this part had been failed during it's pm. A getinge field service engineer (fse) had installed a new scroll compressor. Than the fse had performed the compressor run time test and after 30 minutes of running the current rpms were over 400 rpms. And the fse was running 2 device side by side and comparing the peak drive pressure. The new compressor was over 1100 mm hg and the second device was around 300-400 mm hg. Than the compressor was tested in the clinical mode, where you can hear the compressor was operating at higher rpms and was touch to the touch. After a few minutes of running the cardiosave went into "system over temperature" and gave an "autofill failure alarm". There was no involvement of the patient. The failure analysis and testing department received a compressor, with a reported of oob failure, rpms over specs and overheating. Performed visual inspection of the compressor per the cardiosave service manual part number 0070-00-0639 revision r and found no visual damage and the part looks to be in good condition. Installed the compressor into iabp cardiosave test fixture. Performed and tested in accordance with the cardiosave service manual part number 0070-00-0639 revision r. Found that all functions were normal. After an extensive testing (4 hours) the tests did not trigger the reported problem of oob failure, rpms over specs and overheating.the failure analysis and testing department was unable to replicate the failure experienced by the customer. Retaining the compressor in the failure analysis and testing department per procedure 0002-07-d008 rev ap. The root cause selection for this investigation will be ¿not confirmed' due to the failure analysis and testing department was unable to replicate the failure.the non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.